Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms and treated himself with juice and dex4 tablets. He tested 7.0 mmol/l on the mobile system, and went to the hospital. Within 10 minutes the customer tested 3.8 mmol/l on the professional meter. No further medical treatment was required. On a different date the customer received the following results on the mobile system within 10 minutes: 5.9 mmol/l, 5.9 mmol/l, 3.6 mmol/l, and 3.4 mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.